Manufacturer narrative:
Corrected information has been provided in d1. Hemolysis/mechanical interaction with blood: the cause of hemolysis was most likely patient condition related since it was resolved with volume.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via right femoral artery in a 61 year old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. The patient received support from the cp for the coronary angioplasty procedure. On day 1 of support, urine was noted to be pink/red in color. It was reported the hemolysis resolved with volume. The device was explanted. Hemolysis is a known risks associated with impella cp as described in the instructions for use.